Manufacturer narrative:
Not yet returned to manufacturer.

Event description:
On (B)(6) 2017 a pvs 23 mm was implanted. The leaflets were coapting evenly and the physician continued with closure. When closed the patient ai and pa pressures elevated ¿ central leak confirmed. The physician determined the valve was not performing as expected. The physician decided to explant the pvs 23mm and a sutured valve was implanted (perimount 19). On explant the physician noted that the valve was kinking on the right side. There was an additional 50 minutes to by pass time. The patient recovered well and has been discharged.

Manufacturer narrative:
The returned product was received in an explant kit and wrapped in a plastic bag. It appeared dehydrated due to the storage conditions: it was inside a plastic bag without any kind of liquid. After decontamination, the appearance of the valve due to the returned storage conditions did not allow a visual inspection. No rupture of the stent was highlighted with the x-ray analysis. Further investigation in order to reproduce the reported event was not possible due to the valve conditions. The results of the document review for the nitinol stent of pvs 23 /m ¿ sn (B)(4) confirmed that the device satisfied all material, dimensional and performance standards required for a perceval valve size 23/m at the time of manufacture and release. Based on the performed analysis the reported event cannot be explained by any factor intrinsic in the involved device.